Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms were noted. The device also had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. It passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a weak battery alarm, changed the battery and then received a battery out limit. The blood glucose level earlier was 330 mg/dl; treated with the insulin pump and reading at the time of the alarm was 175 mg/dl. The customer also reported that the buttons seemed to be stuck and he could not clear the alarm as the esc, act and up arrow buttons were not responding. Troubleshooting did not resolve the issue. The device was returned for analysis.